Event description:
The following was reported to davol via maude event report mw5037150: "in 2002, I had right inguinal hernia surgery. I had a recurring hernia so I had to have another surgery. The pain in that area was unbearable. I couldn't even walk, I was on crutches. I saw a surgeon that told me the kugel mesh and plugs that were used have a tendency to harden up. I had a cat scan that showed a lot of inflammation. I had surgery to remove all of it, but the damage was done. I live every minute of everyday with pain, injections, more surgeries, pain pills, pain patches, sleeping pills, and zoloft because it isn't easy living in pain. I've been found disabled from work". The following was reported to davol by the pt: on (B)(6) 2002- pt was implanted with a bard kugel patch and a bard perfix plug for repair of a right inguinal hernia. On (B)(6) 2003- pt developed a recurrent hernia in the same location and underwent repair. During this procedure portions of one the bard mesh products was trimmed and removed. On (B)(6) 2005- the pain continued and the pt underwent another surgical procedure for removal of all the mesh. On (B)(6) 2009- pt reports undergoing repair of a left inguinal hernia. The pt reports being disabled due to nerve pain, and has had "some nerves removed" during one of the previous procedures. The pt reports that she is no longer receiving injections and is not seeking further surgical treatment. The pt reports that she remedies the pain with prescription pain medication.

Manufacturer narrative:
Based on the limited info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No lot number has been provided; therefore a review of the mfg records could not be conducted. Recurrence and inflammation are both known possible complications listed in the IFU. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted. See MDR # 1213643-2014-00377 for info related to the bard kugel patch.